Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer's blood glucose level was 68mg/dl at the time of the incident and 120mg/dl at the time of the call. The customer treated with food and juice. Customer stated that the screen was hard to read due to being scratched. The insulin pump was dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, unexpected alarm error test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test. However, unit received missing segment, problem isolated to lcd board. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.